Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages, as a result of the implantation of the prior designated pelvic mesh product(s). No further information has been provided.